Manufacturer narrative:
Device evaluated by MFR.: the device was received with the stent fully mounted on the delivery system. The stent wires at the distal end of the stent were noted to have penetrated through the outer sheath of the device making deployment of the stent by the investigator impossible. A visual and tactile inspection identified that the device had been over constrained and that the tip of the device had been pulled into the outer sheath. The over constraint had caused the extreme distal end of the outer sheath to crease. Stent wires had penetrated through the outer sheath of the device at the proximal edge of the creasing. This type of damage is consistent with the user attempting deployment after creasing the outer shaft. The stent would have encountered a restriction at the creased shaft and the distal stent wires would have penetrated the shaft at the site of the crease. The investigator was unable to deploy the stent due to the damage to the device. No other issues were noted with the delivery system that could potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14nov2019. It was reported that failure to deploy the stent was encountered. The target lesion was located in a carotid artery. A carotid wallstent 6.0x22 stent was advanced to treat lesion. The stent could not deploy after reaching the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed stent damage.